Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his replacement insulin pump would not turn on. His blood glucose at the time of incident was 189 mg/dl. The customer believes that the battery cap is behaving strangely and that it may be the source of the problem. Troubleshooting was initiated for the off no power alarm. The customer was advised to use a battery cap from the two other insulin pumps he had in his possession; the customer did so and the pump turned on. No products were returned and a replacement battery cap was shipped to the customer.